Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3998, lot# v019909, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
It was reported that the patient felt her lead may have broken because it felt like the same thing that happened in the past. The device was not working on the right side. When the patient would move her hand around that area it felt like it connected and then went away. This had been occurring for approximately two weeks. The patient was currently taking hydrocodone, neurontin, and flexeril for pain medication. Subsequent information received reported the patient received assistance from her physician and/or manufacturer representative and her concerns were resolved with an appointment date of (B)(6) 2012. It was also noted that the patient was still having concerns regarding her device or therapy but was working with her physician and/or manufacturer representative.